Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure error e315 was not confirmed, however, the reported failure greenish streaky image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, and stripes in image occur, and therefore no image is displayed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: greenish streaky image cause: the video cable is broken, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: during laparoscopy procedure.

Event description:
It was reported the subject device showed an error 315 and a green streaky image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.